Manufacturer narrative:
D10: device available for eval yes, d10: returned to manufacturer on: 2021-11-03. H6: investigation summary : our quality engineer inspected the 10 samples submitted for evaluation. The samples were all mixed in the shipment packaging, so it was not possible to determine which sample belonged to which lot during the investigation. The reported issue was not confirmed upon testing of the samples. All the samples underwent our internal leakage testing and none of them experienced any leakage. Since the failure was not confirmed a manufacturing root cause could not be identified. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd q-syte¿ extension set micro bore, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the lock was leaking along the edge. The locks had not yet been used for administering medicines. The emergency nurses puncture their IV without gloves, but I have not received any report of exposure to mucous membranes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1082697, medical device expiration date: 2026-03-31, device manufacture date: 2021-04-28. Medical device lot #: 1021726, medical device expiration date: 2026-01-31, device manufacture date: 2021-03-01. Medical device lot #: 1140030, medical device expiration date: 2026-03-31, device manufacture date: 2021-06-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ extension set micro bore, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the lock was leaking along the edge. The locks had not yet been used for administering medicines. The emergency nurses puncture their IV without gloves, but I have not received any report of exposure to mucous membranes.